Event description:
It was reported that one of the bags fell off during dwell on the home choice (hc). The home patient (hp) stated one of the supply bags da disconnected from the supply bag. The hp stated they believe that over tightened the connection because they heard a click but continued to tighten the connection. The technical service representative (tsr) assisted to end therapy so the home patient (hp) could start over with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. This complaint is for a report of a connection issue during the dwell stage, where the home patient stated that the bag on the supply line became loose because they didn¿t have it on tight enough. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide,¿ which is shipped with every homechoice device. The patient guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. The patient guide provides step-by-step instructions for connecting the solution bags. Should additional relevant information become available, a follow-up report will be submitted.